Manufacturer narrative:
An event of heart block (complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6 health effect - impact code: code 4641 added.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 10388182). Patient had history of right bundle branch block. Length of membranous septum was 3.6mm. During the pre-balloon annuluar valvuoplasty, the patient went into complete heart block. The navitor was implanted at a depth of 4mm on both the left and non-coronary cusp. The heart block persisted after implantation and patient left the operating room with temporary pacing. Later the same day, a permanent pacemaker was implanted. The patient was reported to be discharged.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.